Event description:
The reporter stated the haptic of an aq2010v silicone three piece lens broke. There was no pt contact or injury. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be sent.